Event description:
It was reported that caller experienced issue where t:slim x2 pump battery would not charge. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable and wall adapter, verified outlet function, and after leaving pump connected to original charging supplies for at least 30 minutes, pump began charging and no shutdown occurred, so no further assistance was required and event was considered resolved.